Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID d334drg, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product ID 694765, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), (B)(4).

Event description:
It was reported that the patient developed endocarditis. The lead was explanted and not replaced. No further patient complications have been reported as a result of this event.